Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as product is just beginning the eval process.

Event description:
Pt status post prodisc-c implantation approx one year ago returned to surgeon complaining of radicular arm pain. Surgeon returned pt to the operating room for removal on (B)(6) 2011. Surgeon revised the pt to fusion. Surgeon noted placement of the device was good and adjacent levels looked ok.